Event description:
It was reported that the patient had a pump infection in either 2006 or 2007. Two weeks later, it was reported that the pump and catheter had been explanted. The drug used in this system was compounded baclofen.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2009, product type: catheter. (B)(4).